Manufacturer narrative:
Further analysis found the pulse noise test issue was not caused by the printed circuit board (pcb). No defect found. Product analysis: tier 2 analysis: assembled the main board into a golden unit. Functional test: ran on automated test console and found the ventricular pace output noise measured 147.58 mv is out of the requirements of ventricular pace pulse noise test spec (0-100 mv). Bench test: measured ventricular pace pulse noise using o-scope which measured 58.40 mv is within the requirements of the ventricular pace pulse noise test spec (0-100 mv). The high measurement on the automated test console is due to noise from the automated test console combining with the device noise. No defect found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial outputs of the external pulse generator (epg) dropped out intermittently. The epg is expected to be returned for repair. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis of the external pulse generator (epg) could not confirm the customer comment that the atrial outputs dropped out intermittently. It was noted that the device failed incoming testing on ¿¿ventricular pace pulse noise¿¿, the main printed circuit board (pcb) was out of electrical specification. Analysis also noted that the lower case was contaminated and two case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the epg was returned for service.